Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the 3t heter cooler device is positive to mnt chimaera post disinfection. There is no report of any patient injury. The customer required deep cleaning procedure.

Manufacturer narrative:
H11 through follow-up communication with the customer, livanova confirmed that the device was cleaned regularly in accordance with the instructions for use. Water quality monitoring is performed, and hydrogen peroxide levels are checked daily. A disposable pall-aquasafe water filter with a 0.2 m membrane for tap water, or an equivalent performance filter, is utilized. When the device is not in use, it is stored drained. The hospital does not use reusable blankets. Prior to initial operation and before storage, both the surfaces and water circuits of the heater-cooler are disinfected, and device surfaces are disinfected after every operation. The 3t aerosol collection set is replaced according to the specified usage period. During use, the device is positioned outside the operating theatre. The source of contamination is associated with the location where the device was used and remains unidentified. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See intial report.

Manufacturer narrative:
Inserted reference in action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: